Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from pervious surgery, bone resorption or while inserting the device." Number 19 states, "persistent pain." This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under PMA number p010014. Remains implanted.

Event description:
Patient alleged pain in the right knee approximately one month post-implantation. Three months post-implantation, radiographs allegedly revealed a tibial condyle fracture.